Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as an open sore and some bruising. It was reported the garment was too tight. There was no alleged device malfunction contributing to the irritation. The patient reported the rehab applied a medicated powder and the irritation improved. Supplemental report 9/7/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as an open sore and some bruising. It was reported the garment was too tight. There was no alleged device malfunction contributing to the irritation. The patient reported the rehab applied a medicated powder and the irritation improved.